Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 functional mitral regurgitation (mr) and rotated heart for a mitraclip procedure. During the procedure, clip was opened to about 20 degrees while removing lock line and was able to tighten the clip back and passed establish final arm angle (efaa) and clip was implanted. It was noted that clip was stable on the leaflets. The physician was unsatisfied about the clip opening. All steps were performed as per IFU. Imaging was suboptimal. The final mr was grade <1-1+. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the cause of the reported clip open while locked and difficult imaging were unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.